Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis in emergency room at 9 pm and transferred to hospital at 1:30 am on an unknown date with blood glucose of over 600 mg/dl. The customer was treated with fluids and intravenous drip. It was unknown if the customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.